Event description:
It was reported that upon opening of the package, the ureteral stent was found to be ruptured. It was mentioned that the event did not include extra operation or drug therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening of the package, the ureteral stent was found to be ruptured. It was mentioned that the event did not include extra operation or drug therapy.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned in the opened original packaging. An evaluation of the physical sample was completed by future matrix. A photo sample was submitted showing one end of the pigtail completely broken off the stent. Visual evaluation of the physical sample noted this same separation at the proximal pigtail. The separation appeared to be half inward and the other side of the stent appeared to be stretched and discolored; this is usually seen when a separation is started with a sharp object and completed by pulling the sample apart. The sample passed dimensional requirements; the tip and tube inner diameter were measured using a pin gauge and found to be 0.039" and 0.040", respectively, and the outer diameter was measured with a laser micrometer and found to be 0.0630" and 0.0625". A 0.035" guidewire was able to pass through the stent without resistance. Although the specific cause cannot be determined, based on the risk document a potential root cause could be, "inappropriate package design". As no patient involvement was reported and the device was not used, however is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was evaluated.